Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery was not returned with the pump. The black box for the event on (B)(6) 2014 has been overwritten. The available black box data showed no unusual fluctuation of the voltage. The pump rewind, load and prime sequence were successfully performed. An external power supply was used to obtain idle, motor, and sleep current readings, all of which were within specifications, and no overheating was duplicated. The pump cover was removed and there was no evidence of loose components or moisture contamination identified inside the pump. The battery compartment was observed to be cracked near the case seal. The returned battery cap was able to fully attach to the pump and was used to complete all testing. Product analysis was unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a temperature issue. The reporter stated that when the battery was removed after a call service alarm, the battery felt warm. The reporter stated that they thought the warm battery was due to where the pump had been worn on the patient¿s body. The reporter stated that the battery cap was secure, denied damage to the battery cap and denied moisture or corrosion to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.